Event description:
It was reported that an ilet user experienced fluctuating glucose with a low of 58 mg/dl for approximately 20 minutes and a high up to 288 mg/dl for approximately 3 hours, with reports that the system was ¿driving the patient low¿ and that meal announcements were rarely used and not well understood after a recent factory reset. Symptoms included no reported clinical manifestations. Outcomes included user correction with oral glucose for the low and automated correction by the ilet for the high, without medical assistance or hospitalization. Investigation included review of reported usage patterns and glucose data and provision of education on appropriate use of meal announcements for carbohydrate-containing items such as specialty beverages. Investigation of this case revealed that missed or suboptimal meal announcements and user insulin sensitivity contributed to perceived overdosing and subsequent hypoglycemia risk, while automated correction addressed hyperglycemia as designed; no device component malfunction was identified. It was concluded, based on previously established findings for similar reports, that user technique and therapy management were contributory, and proper use of meal announcements should mitigate recurrence.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.